Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: 4478100. Side: l. Primary asa: p3 - incapacitating systemic disease.